Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿my symptoms started around a year after surgery with fatigue, unspecific skin rashes and eruptions, joint pain, muscle ache and memory loss. I had them nearly 7 years and I got sicker and sicker. I¿ve been diagnosed with spontaneous steonecroisis of both knees which will lead to join collapse within 3 years, I won¿t be able to walk and will be disabled. Hidradenitis suppurativa a chronic painful uncureable skin condition. My skin is parakeratosis spontaneous, painful rashes/scabs/open wounds. I have enlarged red blood cells, lack of oxygen getting around my body. After 3 years my right breast was swollen and painful, ultrasound show ed folds in the implant and fluid surrounding it between the capsule but I was told this was normal. ... I had grade four capsular contracture and I believed that I had by this time developed bia-alac cancer. I asked for explant surgery ... Where they removed both the implant and capsule. My condition has improved significantly since explant but I still have a lot of ongoing unexplained medical conditions." This record relates to the right side device. The device has been removed.